Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was stolen. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported that the controller was stolen while away from home, resulting in an inability to deliver insulin. Following loss of insulin delivery, the patient experienced rising blood glucose levels, reported as up to approximately 27 mmol/l (486 mg/dl), accompanied by vomiting and loss of consciousness. No use of back-up method of insulin delivery was reported. The next day ((B)(6) 2026), emergency medical services transported the patient to the hospital, where the patient was admitted and diagnosed with diabetic ketoacidosis. The patient received inpatient treatment including intravenous fluids and insulin therapy, consisting of a sliding scale with novorapid (fast-acting insulin) and toujeo (long-acting insulin), and reported use of metformin. The patient remained hospitalized for approximately six days and was discharged on (B)(6) 2026. With instructions to monitor blood glucose levels and resume pod therapy as soon as possible. The device involved was unavailable for return.